Event description:
The pump and infusion set were associated with an overinfusion of approx 120 ml of liposyn ii which contributed to the demise of this 25 week gestation newborn. The pump was reportedly programmed to deliver at 0.4 ml/hr and had been operating at this setting for approx 15 hrs when the overinfusion was noted. The rate was still indicating 0.4 ml/hr and the dose delivered display was 5.8 ml, which corresponded to the product of the rate times the operating time. The cause of the overinfusion is, at this time, still unknown.